Event description:
It was reported the programmer wouldn't start up and then was able to but screen was damaged. It was also reported now it appears to look "normal" but it was believed that there was water damage. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 2067l, rf (radio frequency) head. Product ID: 229047, analyzer. (B)(4).